Event description:
Baxter reported "there was a crack at the bottom of the spike"; due to the crack in the bottom of the spike, there was leakage noted around the connection, between the spike of the transfer set and the port of the solution bag. There was no pt injury or medical intervention associated with this incident, according to baxter.